Event description:
New information noted that there was a recurrence of post-paced t-wave over-sensing on 14 oct 2022. No intervention was completed. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that patient was stable after the most recent occurrence of post-paced t-wave over-sensing and no programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise and post-paced t-wave over-sensing on their implantable cardioverter defibrillator. Programming changes were recommended to a healthcare provider. Physician chose to continue to monitor the patient instead since it was an isolated event. Patient was stable after the event.